Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient presented to hospital with syncope. Normal device function, normal thresholds and clear capture was noted on the ventricular electrogram (egm). It was reported that later, the right ventricular (rv) lead exhibited loss of ventricular capture on telemetry. Varying rv capture thresholds were noted on interrogation. The rv lead was reprogrammed to ensure capture until a more permanent fix could be achieved. The patient was transferred to another facility for implant of a leadless implantable pulse generator (ipg) as a replacement for the rv lead. The leadless ipg was deployed and capture threshold was noted to be within normal limits. Three tines were noted to be engaged during the pull and hold test. The tether of the delivery system was cut and threshold increased. The ipg could not be recaptured and tether removal was completed. The threshold decreased gradually but it was decided to implant a second leadless ipg to get a better threshold as the patient was pacemaker dependent. Before implant of the second ipg, an attempt was made to snare the first ipg. It was difficult to reach the ipg. A gooseneck snare was engaged around the main body of the ipg and it wasn't coaxial to be brought into the sheath. A second snare was attempted to snare the retrieval button. However, during this process the delivery sheath had been pulled back to where it was nearly out of the body and sheath position was watched so it would not exit the body without the snared ipg. However, the sheath was accidentally pulled out and the ipg was left inside the body. At this point, the patient's blood pressure was down. A quick echo was performed which showed no effusion and the pressure drop was attributed to blood loss out of the introducer sheath due to multiple catheters and snares inside. An arterial line was then placed and the patient was intubated and vascular surgery was paged for backup. Next, jugular access was obtained to attempt to snare the ipg, which was in the patient's groin near where the femoral sheath had exited the body. A wire was advanced all the way to the femoral vein and the sheath was advanced, however the wire never reached the location of the ipg. A venogram was performed which revealed the ipg was outside of the vein. At this point, it was established that ipg would need to be removed surgically. However, since there was already access in the jugular vein, it was decided to implant the second leadless ipg via the jugular approach. The second leadless ipg was advanced to the rv. After deployment there was no capture at maximum output. The second ipg was then recaptured with some difficulty and was removed from the body. At this point, the pressure dropped. An intracardiac echocardiography (ice) catheter was inserted via groin sheath which showed large effusion. Emergent pericardiocentesis was performed with blood being withdrawn and readministered via the jugular access. However, the effusion was not able to be decreased rapidly enough to make a difference in the effusion. Code blue was called. Cardiopulmonary resuscitation (CPR) was performed. The patient went into ventricular fibrillation (vf) and defibrillation was attempted unsuccessfully. A second external defibrillator was brought in and both external defibrillators were used to deliver simultaneous 360 joule shocks. However, vf was unable to be terminated. On the ice catheter a left ventricular (lv) thrombus was seen. CPR was stopped and patient was declared deceased. Cause of death was provided as: patient died due to incessant vf secondary to effusion that was unable to be resolved during leadless ipg implant to replace the rv lead. The leadless ipgs were attempted/not used. The rv lead remains in the patient.